Manufacturer narrative:
Summarized patient outcomes/complications of portico valve procedure were reported in a research article in a subject population with multiple co-morbidities including diabetes, coronary artery disease, peripheral artery disease, prior transient ischemic attack, prior stroke, chronic obstructive pulmonary disease, and atrial fibrillation. Some of the complications reported were central regurgitation, perivalvular leak, aortic valve insufficiency, and post-implant valvuloplasty; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: "periprocedural assessment of paravalvular regurgitation after transcatheter aortic valve replacement using diastolic delta and videodensitometry.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Article titled "periprocedural assessment of paravalvular regurgitation after transcatheter aortic valve replacement using diastolic delta and videodensitometry".

Event description:
The article, "periprocedural assessment of paravalvular regurgitation after transcatheter aortic valve replacement using diastolic delta and videodensitometry", was reviewed. The article presented a prospective, single center study to compare the predictive value of the isolated versus combined use of the hemodynamic index diastolic delta (dd) and videodensitometry for the incidence of relevant paravalvular regurgitation (pvr) 1 month after transcatheter aortic valve replacement. Devices included in the study were solely abbott portico valves. The article concluded that dd and videodensitometry are both accurate and feasible modalities for the assessment of pvr after transcatheter aortic valve replacement. The synergistic use of both techniques increases the predictive value for relevant pvr after transcatheter aortic valve replacement. [The primary and corresponding author was niels van royen, radboud university medical center, p.o. Box 9101, 6500 hb nijmegen, the netherlands, with corresponding email: niels.vanroyen@radboudumc.nl] the time frame of the study was from november 2019 to october 2021. A total of 51 patients were included in the study, of which all received an abbott device. The average age was 80.6 years and the majority gender was female. Comorbidities included diabetes, coronary artery disease, peripheral artery disease, prior transient ischemic attack, prior stroke, chronic obstructive pulmonary disease, and atrial fibrillation.